Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they were not able to adjust their stimulation and the issue began around (B)(6) 2023. Patient mentioned their stimulation turned off by itself. Patient stated that they met with a representative, (B)(6), today and the representative told the patient that they needed a new controller because the controller was not working and would not connect to the implant. Patient also stated that the recharger was not connecting to the controller. Patient mentioned that their implant battery was at 100% and their controller was at 90%. Afterwards patient confirmed they were on group b and stimulation was turned on. Agent directed patient to try group a and the patient saw the no device found screen. Agent walked the patient through resetting the controller and attempting to connect to their implant. Patient mentioned in order to control their stimulation they need to press their controller against their skin on top of the implant. The troubleshooting steps that were taken on the call could not resolve the issue. The patient was directed to meet with a representative. See previous for the report of patient stated that their recharger was replaced. Agent sent email to the representatives in the area and the rep manager. Case reopened reassigned to send follow-up email and add secure note. Patient called back and stated their controller is still not working. Patient stated when they go to recharger the implant, they have to hold the controller and the recharging paddle over the implant pressed against their skin or it doesn't connect. Patient stated that they were supposedly charging this morning for 4 hours but only got the implant to 40%. Patient stated they're unable to monitor the recharge quality or anything because if they take the controller off their implant they lose the connection. Agent had patient reset the controller. Patient unlocked the controller and saw their therapy settings. Patient confirmed the controller was 80% and the implant was 50%. Patient connected the recharger and attempted to charge the implant. Patient stated they keep seeing "no device found." Agent had patient enter passive recharge mode; patient was seeing 98-98-98. Agent had patient try and restart the charging process without moving but again patient saw no device found. Patient put the controller over their implant and verified that it was recharging excellent, but the second they moved the controller to check the screen they lost connection. Patient noted they received a replacement recharger already and it made no difference (see rtg0540617). An email was sent to repair to replace the controller. Additional information was received from a manufacturer representative (rep). It was reported that the rep is with the patient in the clinic and reporting they are still having difficulty with connecting their controller to their implantable neurostimulator (ins), in that it will not connect unless it is right over the ins. The patient is able to sometimes connect with the recharger plugged in and the controller right over the ins. Rep states she tried unpairing and re-pairing the controller, but this did not resolve the issue. Rep states both the controller and ins are at 80% charge level. Ts advised rep to take the battery out and place it back in, try a spare controller, and disable and re-enable the device. None of these troubleshooting steps resolved the issue. Rep states the ins is at a normal depth, but perhaps slightly tilted. Ts advised rep to try to interrogate the ins. Rep states she is able to identify this is the ins they want to connect to, but then her tablet is unable to find the ins. Rep does not have any reports or files from previous interrogations. Ts reviewed that the case would be escalated to the scs principal. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the communication issues with the controller wasn't determined. The action that will be taken to resolve this issue was mentioned as they are waiting on escalation of tech services for a possible solution. The issue has not been resolved. This information has been confirmed/provided by the physician. Additional information was received from a manufacturer representative (rep). It was reported that the rep going to check with the patient (pt) but does think pt is still having issues using controller alone (intermittent communication) and will check as to whether pt can charge normally or if pt still doing passive recharging of ins. Tss reviewed sending warranty info to haley so she has it if they decide to pursue replacement of the ins. Pt continues to use their stimulation but all of the their charging is in the passive recharge mode. Pt still has to hold the controller right up to the ins site to get communication with the ins. Pt also noted that the ins shuts off randomly and caller doesn't think this is related to the ins charge level being low but there isn't confirmation of this currently. Haley has reviewed with the pt that the ins may need to be replaced. Haley will meet with pt during next mtg with managing hcp but there currently isn't a clinic appt scheduled. Pt is still getting good benefit from their scs system because pt notices pain return when her stimulation is turned off. Additional information was received from a manufacturer representative (rep). It was reported that the pt called her today and pt said her their implantable neurostimulator (ins) isn't working at all anymore and neither is the controller. The pt is not feeling stim. The caller states the pt states they charged ins yesterday and today noticed a lack of stimulation. The pt went to connect the controller to the ins and the screen 'just went blank' so pt is unable to determine the charge level, if the ins is still on. Rep had pt take the battery out and put it back in the controller but further troubleshooting not performed. Caller asked if the pt could be brought on the call but agent thought it may be prudent to first see if the mdt files sent yesterday are able to provide further details into the pt's situation as it was noted in previous follow-ups that ins may need replacement; agent to inquire with patient services (pss) before externals are replaced. The technical services (tss) reviewed information already mentioned in (B)(6) follow up note provided. Caller also mentioned that while tablet telemetry was not possible in the past, they were able to connect to ins on october 10 to create mdt and session files. Tss reviewed mdt file being reviewed by engineering currently and will do final check with them on any new information from mdt file. Caller also confirmed that communicator had to be right over ins in order to maintain communication with ins during (B)(6) appt. Tss reviewed likelihood that ins has telemetry coil corrosion and that it will need to be explanted which the rep has already discussed with pt. Tss mentioned use of aa batteries to try to connect with ins in meantime if they want to try that but unsure how valuable this will be to pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the device was replaced on (B)(6) 2025 and was returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that surgery is planned but there is no date yet.

Event description:
Upon following up with the manufacturer's representative to understand what actions/interventions will be taken to resolve the reported issues, they stated an appointment is scheduled to discuss the battery replacement on (B)(6) 2024. When asked about if the reported issues been resolved and if not, actions were taken or planned to resolve it, they stated "no". There were no further responses from representative to the questions asked about implantable neurostimulator (ins) explantation and the above information as stated by representative has been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.